Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of was confirmed via product analysis. There was a hole/perforation in the cuff shell due to a sharp instrument consistent with explant damage. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient experienced recurring incontinence due to urethral atrophy at the cuff site. Artificial urinary sphincter (aus) cuff was removed and replaced with a smaller component. No adverse patient effects. Additional information was received. No malfunction allegation against the device.

Event description:
It was reported that patient experienced recurring incontinence due to urethral atrophy at the cuff site. Artificial urinary sphincter (aus) cuff was removed and replaced with a smaller component. No adverse patient effects. Additional information was received. No malfunction allegation against the device.